Event description:
It was reported that the implantable cardiac monitor was unable to pair to the mobile application. It was noted that the last transmission showed that battery had 10% life left and is possible premature battery depletion. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardiac monitor was explanted on (B)(6) 2026. Further information was requested however, was not provided.

Event description:
New information noted that there was an awake alert. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery discharge was unconfirmed. Device was unable to establish telemetry upon receipt. Visual analysis noted no anomaly. A longevity assessment was performed, and device has exceeded the total projected longevity and is considered normal battery depletion.